Manufacturer narrative:
This report is submitted on july 18, 2024.

Event description:
Per the clinic, the patient experienced poor performance with the device. Subsequently, the device was explanted on (B)(6) 2024. The patient was reimplanted with another cochlear device during the same surgery on the contralateral side.

Manufacturer narrative:
Device analysis report attached.